Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 6090803. Investigation summary: customer returned one (1) used 31g x 8mm bd pen needle with no cover, teardrop label, or cannula shield attached. Consumer reported needle blocked. The returned pen needle was examined, and it was observed that both the patient end (pe) and non-patient end (npe) cannulas were bent. No apparent manufacturing defects were observed on the returned pen needle. The bent pe and npe cannulas would be the cause for no flow through the pen needle, hence the customer would think the pen needle was clogged. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent pe and npe cannulas is user error when handling the pen needle: the bent npe cannula likely occurred due to improper attachment of the pen needle to a pen injector, and the bent pe cannula likely occurred due to improper use of the pen needle. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent pe cannula, bent npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Since the sample was returned after use the bent pe cannula likely occurred due to improper use of the pen needle. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles were blocked. The following information was provided by the initial reporter: material no.: 320109 batch no.: 6090803. It was reported the needle was blocked. Verbatim: needle blocked.